Event description:
Vascular closure for coronary diagnostic procedure. On 02/10/2014, a cardiva rep was informed by the reporting physician that on (B)(6) 2013, another physician had used a vascade 5f to obtain hemostasis on a pt after a coronary dx procedure. The physician did not take a sheath shot on the pt. The access site was a "high stick" (above the inguinal ligament). The device obtained temporary hemostasis, the collagen was successfully deployed, and final hemostasis was achieved. The pt returned to the ER of the hosp on (B)(6) 2013 and was diagnosed with a retroperitoneal bleed. Surgery was performed and pt recovered. The reporting physician was aware that the vascade dx device should not have been used on high stick.